Manufacturer narrative:
It was reported that one of the single pump the error message "stop" was displayed. A getinge field service technician (fst) has been sent for investigation on 2021-03-26. The fst could not reproduce the reported failure error stop message. The device was tested according to factory¿s specification and put back in use. However the failure mode "stop error message" can be linked to the following most possible root causes according to our risk management file (dms#2023585 v11 ): total fail of device because of: - failure of motor, motor controller or control circuitry. - failure of pump control board (pump stop). - defective tacho, relay or pump belt. The product in question was produced in (B)(6) 2011: the review of the non-conformities during the period of (B)(6) 2011 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results and the given information the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that one of the single pump the error message "stop" was displayed. Complaint # (B)(4).